Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead ventricular (lv) lead dislodged. Device interrogation showed "markedly worsening lv thresholds" which resulted in prolonged hospitalization of the patient. The lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.